Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for a 64-year-old male patient when compared to another method. The ECG and cpk and myoglobin were normal. The following data was provided (normal laboratory value < 34.2 pg/ml): sid (B)(6), (B)(6) 2022 troponin 243.98 ng/l (sn (B)(4)) (lot 39568ud00) sid (B)(6), (B)(6) 2022 troponin 252.70 ng/l (sn (B)(6)) (lot 39568ud00) sid (B)(6), 353.10 ng/l (sn (B)(4)) (lot 42022ud00) roche result not transmitted, and interpretation was normal. The sample was repeated on vidas and the result was 49 (cutoff >19) interpretation greater than normal. No adverse impact to patient management was reported.

Manufacturer narrative:
Patient identifier: multiple = sid (B)(6). This report is being filed on an international product, list number 08p13 that has a similar product distributed in the us, list number 04z21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Cross reference MFR 3005094123-2022-00245-00.

Manufacturer narrative:
Data and information provided were reviewed and support the complaint issue without indication for any additional issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Return testing was not performed as returns were not available. Device history record review was performed on lots 39568ud00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the complaint issue. Customer field data was used to assess the performance of the alinity I stat high sensitive troponin-I assay using worldwide field data. Review shows that the median patient results for the complaint lots are within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed which adequately addresses the current issue. Based on all reviewed data, we conclude that there is no product deficiency with the alinity I stat high sensitive troponin-I reagent identified in this complaint.